Manufacturer narrative:
It was not possible to investigate the complaint as no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3832 with lot ctdc06, conformed to the specifications when released to stock on the 7th may 2015. The sterilization certificate for the valve conformed to the specification when released on the 27th april 2015. Review of the history device records confirmed the catheters product code 82-3072 with lot cvcbkm, conformed to the specifications when released to stock on the 16th february 2016. The sterilization certificate for the bactiseal catheter conformed to the specification when released on the 12th february 2016. No root cause could be determined since no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female and (B)(6), accepted v-p shunt on (B)(6) 2016. No anomaly occurred during procedure. After procedure the patient had fever and was sleepy and headache. The patient did revision surgery and removed catheter. Vancomycin and meropenem were taken for infection treatment. Now the patient condition is stable. The new catheter will be implanted on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120 mm h2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve with product code 82-3842, with lot ctfbhf, conformed to the specifications when released to stock in 7th may 2015. The sterilization certificate for the valve conformed to the specification when released on the 27th april 2015. Review of the history device records confirmed the catheter with product code 82-3072, with lot cvcbkm, conformed to the specifications when released to stock in 16th february 2016. The sterilization certificate for the catheter conformed to the specification when released on the 11th february 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.